Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had critical pump error. The blood glucose was 160 mg/dl at the time of the incident. Troubleshooting steps were guided for critical pump error. Customer reported that, they received a critical pump error image on the pump screen. Customer advised to replace and discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was 150 pounds.

Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies.